Event description:
Customer reported kv and the ups failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ups and reseated boards and connectors. System operates as intended.